Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 9/23/2016 with the following findings: the black box and alarm history showed cs 078 and 064 call service alarms. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issue or call service alarms were observed. The pump was opened and there was evidence of moisture corrosion on the ir board near the motor flex connector. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.